Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that due to damage on the charged coupled device (ccd) unit, image noise occurs and temporarily the image cannot be seen. Additionally, adhesive on the bending section cover had a chip. The bending section cover had a scratch. The light guide cover glass had a scratch. The switch button 1 had a scratch. The switch button 1 had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instructions (operation manual) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. ¦ inspection of the endoscopic image. Confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a distorted screen. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was image noise at the tip occurred. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.